Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (vt) with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring computed tomography (CT), bloodwork, and neurologic assessments. Post-procedure, during the recovery period, the patient exhibited neurological signs and symptoms, to include tremors and seizure stroke-like symptoms. Computed tomography confirmed a stroke. Patient was reported to be in stable condition. Labs were drawn and neurological assessments were performed. Results were unknown. There were no other medical interventions. Patient required extended hospitalization, as a result of the adverse event for stroke care and monitoring. Patient fully recovered. It was not determined if the stroke was secondary to a thromboembolism or hypo-perfusion. Patient returned for a follow-up ablation procedure and was reported to be doing well. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding spi value, catheter proximity, or carto indicating to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
The following date was omitted from the initial report in error.